Manufacturer narrative:
The pump passed the functional testing, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump responded properly to button presses during testing. No button/keypad anomaly was noted. The pump was monitored for three days and no display anomaly was noted during testing. Then, the pump was programmed using the bolus wizard feature with test blood glucose values for three days. The pump properly recorded the test blood glucose values in the daily history screen. No history anomaly was noted. The pump had minor scratches on the display window, a scratched case, a cracked case at the battery tube side, a missing serial number label, a pillowing keypad overlay and a stained keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump screen was going a faded gray color. The caller was unsure if the buttons were functioning correctly as well. They stated that no blood glucose values have been recorded for the past two weeks despite the patient inputting them. The insulin pump will be returned for analysis.